Event description:
It was reported that the bottom jaw of the micropituitary snapped off. There were no pt complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual exam found that the lower jaw is broken off at the point where the upper jaw hinge pin is located. Due to the complete tensile separation of the material at locations normal to the thru pin on each side, it is likely that excessive force was applied to the handle. The lower jaw and the upper jaw hinge pins were not returned. A review of the device history records found no documentation to indicate a non-conformance to specification.